Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-1114 (from vh-3000) dissection tip was generating an unclear image. The hosp said that they screwed the tip on the scope and the visual was not clear. They tried cleaning it and wiping it down, but it was still cloudy. A replacement dissection tip (from the vh-2004 accessory kit) was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation has been completed. (B) (4)